Event description:
The user facility reported that during a patient procedure their 5085 surgical table "slid". The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the surgical table and found two of the floor lock cylinder rubber pads to be missing and another to be partially missing. The technician also observed damage to the table's column shroud covers. The operator manual states (section 1), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." The operator manual states (section 3-1), "caution - possible equipment damage: when moving the table to or from point of use, roll it carefully at moderate speed and only over smooth floors." The technician counseled user facility personnel regarding his service findings and repairs. The technician replaced the pads, made repairs to the table's column shroud covers, tested the table, and confirmed it to be operating properly. The table was returned to service and no additional issues have been reported.